Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she had planned on doing salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cyst ("cyst"). The patient was treated with surgery (she had planned to undergo salpingectomy for essure removal of essure). At the time of the report, the medical device removal and cyst outcome was unknown. The reporter considered cyst and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: cyst, left coil seen questionable on right side. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal and cyst.¿ no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.